Event description:
The customer returned the bronchovideoscope to the service center for dark image. During the device analysis the service repair team indicated that the device exhibited image interference display. No patients were involved in this reported event.

Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Evaluation noted interference in image was found and determined due to damaged plug unit and printed circuit board (pcb) board. A definitive root cause could not be identified reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.